Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown trilogy cup, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: head, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04671, 0001822565 - 2018 - 04674, 0001822565 - 2018 - 04676. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for hip revision on an unknown date for unknown reasons. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review demonstrated that there is vertical orientation of the acetabular cup consistent with cup loosening. There is lucency along the cup margin consistent with osteolysis. The femoral head articulates with the superior aspect of the cup. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04671 - 1, 0001822565 - 2018 ¿ 04674 - 1, 0001822565 - 2018 ¿ 04678 - 1.

Event description:
No further event information available at the time of this report.